Event description:
Caller reported experiencing elevated blood glucose readings of 300 mg/dl; went to doctor. Caller stated she disconnected from the pump and used the pen. Caller alleges the pump did not deliver insulin accurately. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.